Event description:
Underdelivery reported. The pump was being tested for routine preventative maintenance. The clinical engineer reports that when using co testing procedures, the unit pumps 20% below expected delivery amount. There were no reports of any adverse pt events while the device was in use.

Manufacturer narrative:
The reported problem could not be duplicated. The frequency of death or serious injury reports for code 103 (underdelivery) for plum products is <0.01/million sets.